Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The patient sample was confirmed to produce a false reactive result in the hivag detection module of the elecsys hiv duo assay. Calibration data for the analyzer were within expected ranges, and confirmatory testing, including hiv ag confirmation and viral load analysis, indicated a negative result for hiv-1. False reactive results are a known limitation of the assay. The investigation did not identify any product-related issue contributing to the reported event.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 module. The initial test results for the patient sample were as follows: ahiv 0.0808 coi and hiv ag 364 coi. A second test on the same sample yielded results of ahiv 0.0824 coi and hiv ag 351 coi. Additional testing using the abbott system on (B)(6) 2020 at 11:34 produced a non-reactive result of 0.11 s/co. Further testing on the genexpert dx system indicated no target detected for hiv-1. The results were not reported to the patient.